Manufacturer narrative:
Sent to FDA: maude report mw5067348. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: a bariatric sleeve gastroplasty procedure was scheduled. Incident occurred during an exploratory laparotomy procedure for repair of aortic laceration. There was a trocar injury. The aorta was nicked at bifurcation at the start of the procedure.